Manufacturer narrative:
The lead remains implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, just as the pocket was closed, the patient implanted with this pacemaker and right ventricular (rv) lead experienced greater than two seconds of asystole. The electrograms showed intermittent signals on the rv lead that did not correspond to cardiac activity, resulting in pacing inhibition. No external pacing was required. The pocket was reopened and the connections were verified. Visual inspection revealed an obvious air bubble at the end of the rv lead terminal pin. Additionally, the rv lead did not appear to be fully inserted into the device header. The lead was removed from the device and the patient was paced using the pacing system analyzer (psa). The device was examined, and a puncture hole was found beside the slit on the rv seal plug. The leads were tested, then connected to a new device of the same model. No further issues were observed. No additional adverse patient effects were reported.